Manufacturer narrative:
Exemption number e2017043. (B)(4).

Event description:
Following a surgical procedure using the mazor x system at (B)(6), back on (B)(6) 2017, it was reported to mazor (on (B)(6) 2018) by (B)(4), the mazor x distributor, that the patient complained through (B)(4) facebook that during this case nearly half of the screws that were placed from t10-s1 were misaligned to varying degrees. The surgeon decided to do a revision on (B)(6) 2017. During the revision surgery the surgeon removed all the deviated screws and did not place new screws or any hardware instead. The customer complains about unbearable pain and the need to do additional revision surgeries in the near future.